Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2017 with blood glucose was 560 mg/dl, 400 mg/dl which went to the 600 mg/dl. The customer was wearing insulin pump during hospitalization. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.